Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call that the buttons on her son's insulin pump stopped working correctly about a month prior to the call; the keys became harder to push. The patient's blood glucose at the time of incident is unknown, and his most recent reading was 183 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk and has intermittent button response noted during testing due to corroded keypad traces. Unable to complete testing due to a33 alarm. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing the end cap sticker.